Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient presented with enlarging aneurysm and evidence of contrast of unknown origin in the sac approximately one year post implant. Prior review completed by another physician stated excellent stent-graft vessel apposition proximally and distally with more than adequate seal zones. Stent graft deployed just below renal arteries with open suprarenal stent reaching sma. No type I endoleak. Type ii endoleak is seen in delayed films, probable ima contribution creating loop with lumbar vessels. If patient is on coumadin would consider intervention, otherwise continue to monitor the patient. No additional clinical sequelae were reported. Review of returned cta's at 7-months post-implant showed that the stent graft is approximately 1cm below the renals. The ipsilateral limb and extension is within the right iliac. Contrast is seen within the left side of the aaa sac during delayed imaging; this appears to be a type ii endoleak. The max aaa diameter is 6.0cm, and there is also a 3cm diameter right common iliac aneurysm. Cta's from 1 year show that the stent graft is in the relatively same position as the previous study. The max aaa diameter is 6.1cm. There is contrast seen within the sac at the level of the flow divider. This may be the same type ii endoleak seen in the previous study, but cannot rule out this as a type iii fabric endoleak. Delayed imaging was not provided for this study.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusions: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak).